Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with cracked reservoir tube lip and cracked case near display window corners noted.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.